Event description:
Information was received from patient registration services (prs). A medical event was manually created on (B)(6) 2025 that included an implantable neurostimulator (ins) as implanted after its use before date (ubd). Estimated implant date: (B)(6) 2025, use before date: (B)(6) 2024. Prs agent began processing on (B)(6) 2025 and is currently researching for the correct procedure date; whether the ins was implanted after the ubd or if information was provided in error. Follow-up will be provided upon research completion.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.